Event description:
It was reported that the intraocular lens (iol) was inserted and removed within the same procedure. A vitrectomy was performed due to the patient's weak zonules and was replaced with an anterior chamber lens. No further information was provided.

Manufacturer narrative:
Asked for the patient's gender; however, it was not provided. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The returned sample was inspected at (B)(4) microscope magnification. Visual inspection revealed a few loose particles in the optic zone. The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. All pertinent information available to abbott medical optics has been submitted.